Event description:
On (B)(6) 2012, the pt was implanted with four gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. On (B)(6) 2012, computed tomography scan revealed a proximal type I endoleak. It was reported that the pt had a notably angulated proximal aortic neck (degree of angulation unk). On (B)(6) 2012, the pt was implanted with a gore aortic extender component to treat the type I endoleak. The endoleak was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. Per the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.